Event description:
It was reported that when the implantable neurostimulator (ins) was turned up, the patient got shocks down her legs and still didn't get great coverage. It was indicated that the patient only had 1 program. The patient was scheduled for an appointment on (B)(6) 2013. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012 product type: lead: product ID 37746, serial# (B)(4). Product type: programmer, patient. (B)(4).